Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent or kinked. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak, corrosion, and data loss. The internal cannula tear is independent of the reported event. The observed internal cannula tear is related to action #98586.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to 530 mg/dl after approximately 1-4 hours of pod wear. It was further noted that although the cannula had correctly inserted into the skin upon application, it was observed to be bent upon pod removal. There was no medical intervention reported in relation to this event.